Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The oversized stent was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition - 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, moderately tortuous, 70% stenosed mid left anterior descending artery. The 2.5 x 48 mm xience xpedition stent delivery system (sds) was selected for use; however, after delivery of the sds to the lesion, without resistance felt, it was felt that the stent implant looked longer than 48 mm on angiography. Therefore, the sds was retracted from the anatomy and exchanged for a new non-abbott sds which was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.